Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call of issues with the customer's insulin pump. The mother states the customer received weak signal and reservoir leak. The customer's blood glucose level at the time of incident was unknown. The mother states the device had leak pas the second o-ring. Troubleshoot was conducted. The customer was advised to conduct full set change. The customer was advised the reservoir would be replaced.